Event description:
Procedure: low anterior resection. According to the reporter: the device only stapled and closed on one side of the staple line which was the rectum side. Removed the staples and opened another to finish the case. Product failure report had little details. Failed to staple during use. No further complication reported.